Event description:
The manufacturer became aware of an allegation from a user after wearing an amara view mask with magnetic connections, the user reportedly claims his pacemaker malfunctioned and increased his heart/pulse rate to 125bmp with all associated problems. The user also stated when placing two magnetic snaps near the pacemaker, it will stop the pacemaker. The user stated after removing the mask and resting, he was able to cancel his trip to the emergency room. There was no report of medical intervention. No product was returned for investigation. The amara view instructions for use includes the following warnings: the mask assembly contains magnets. Some medical devices may be affected by magnetic fields. The magnetic clips in this mask should be kept at least 2 in. (50 mm) away from any active medical device with special attention to implanted devices such as pacemakers, defibrillators and cochlear implants. Do not use in or near magnetic resonance imaging (MRI) equipment. Keep unassembled magnetic headgear clips out of reach of children. In case of accidental swallowing, seek medical assistance immediately. This report will be filed as an initial-final report. We will continue to monitor these complaints regarding magnets. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported this event as an adverse event and product problem. A second review indicates this is a product problem only. There was no serious or permanent injury, and no medical intervention was required.